Manufacturer narrative:
(B)(4). Patient weight unknown / not provided. Brand name unknown / not provided. Device information unknown / not provided.

Event description:
It was reported that the implant (tsvtwb11) was fractured at the collar. The internal crown and unknown zimmer abutment screw fractured inside of the implant. As a result, the implant was removed.

Manufacturer narrative:
A tapered screw vent with mtx surface implant (tsvtwb11- concomitant) was returned. Visual inspection of the as received product identified that the implant had fractured at the collar. Piece of the fractured screw was stuck in the implant drive feature. The collar fractured when attempting to remove the fractured screw. There were significant nicks and wear around the collar and the external threads were stripped (rounded), likely from the retrieval process. The implant had substantial presence of bone residue around the external threads. Part and lot number for the screw are unknown. Therefore, the applicable DHR could not be reviewed. The complaint was confirmed, as the abutment screw was fractured in the implant drive feature. A definitive root cause could not be identified. The following sections have been updated: